Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from service provider of the right side back frame having broken just above where it attaches to the seat frame. It was reported the end-user's caregiver did not have any information as to the circumstances surrounding the event. No injury was reported to have occurred as a result of the alleged failure.